Manufacturer narrative:
This MDR is being submitted due to a retrospective complaint review performed by carefusion. The carefusion identification file is (B)(4). The device was evaluated at the customer's facility by a carefusion field service engineer (fse). He was unable to duplicate the reported event. As a correction, the fse installed the hotfix software and did a system calibration. Carefusion continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported the emergency stop function on their nordictrack x9i treadmill causes the (B)(4) software to shut off. When the software shuts off so does the ECG and breath by breath monitoring. There was no known patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the emergency stop function on their nordictrack x9i treadmill causes the jlab software to shut off. When the software shuts off so does the ECG and breath by breath monitoring. The customer did not clarify if there was patient involvement or not, it is currently unknown.